Manufacturer narrative:
H3: the investigation by ge healthcare (gehc) has been completed. A gehc field engineer completed system testing and verified that the MRI scanner was operating normally and within performance specifications. The primary root cause was determined to be user error of not selecting mr safe accessories for a patient scan and lack of padding as a secondary contributing cause. The gehc operator manual states that patients are to be thoroughly screened for the presence of any metallic devices or objects. Users should consult the device manufacturer's instructions and safety guidelines. Additionally, the hands of the patient were clasped. Patient positioning information, clarified in the operator manual, was not followed to prevent a burn from closed loops formed by clasped hands. No further actions are planned by gehc.

Manufacturer narrative:
Patient is over 70 years old. Unique identifier: UDI_not_required. There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a ventilated patient received a burn on a left hand finger during a knee scan. The burn was diagnosed by a physician to be a full thickness burn. It was also noted that the patient had a non-mr compatible pulse oximeter on the affected finger.